Event description:
It was reported that a spectrum pump had a door latching issue. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to door latching issue which was reproduced during eval. The door latches close, but with excessive force being required to close the door and if not applied the unit would experience a door not fully latched alarm. The door hooks and latch pins were replaced.